Event description:
Pt. Requested to have balloons removed due to persistent vomiting. Patient went to local ER. ER physician noted that balloons were intact in distended stomach with no other significant findings, per CT report and balloons were removed. At follow up on (B)(6) 2017 patient had no reports of vomiting, abdominal pain or nausea .